Event description:
Complainant alleged that during the incoming inspection of the device upon return from service, a "pacer fault 122" message was observed. The complainant indicated that there was no pt involvement in the reported malfunction.